Manufacturer narrative:
Date sent: 09/18/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the trigger was hard to grasp at the second firing after the second clip was fed to the jaw. It was grasped forcibly, and the jaw would not open. The trigger was returned with both hands by force. Another device was used to complete the case. There were no adverse consequences to the patient.